Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician reported that the touchscreen failed flex circuit resistance verification testing. The reported touchscreen issue was confirmed.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the touch position on the v60 ventilator touchscreen was misaligned. The issue was identified during a periodic maintenance (pm) evaluation; the device was not in clinical use. There was no report of harm. The pse reported the issue was not resolved with touchscreen calibration, therefore, the touchscreen required replacement. The device was operational after the pse replaced the touchscreen.